Event description:
An incubator was shipped by sea freight and arrived with base column damage. The screws that support the column of the device had come out. The packaging was not damaged to suspect a shipment freight problem. The malfunction was analyzed as a potential risk to provoke injury to the patient in case of recurrence during use.

Manufacturer narrative:
Root cause investigation (CAPA (B)(4)) found out that the malfunction was due to manufacturing process problem in a specific batch (serial numbers (B)(4)) that allowed a process deviation to use a shorter screw to fix the base of the incubator to the supporting column. A ship hold was put in place. The total number of potential affected units were identified. The malfunction was found only in serial number (B)(4). The corrective action removed the deviation in the process to avoid recurrence of the problem.